Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, when putting the air in the balloon at the product inspection before the procedure, the balloon was already broken and air did not into the balloon. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Section. Evaluation summary: post market vigilance (pmv) led an evaluation of one balloon. The visual inspection of the returned product noted: that the valve seal and doors appeared intact. The dissector balloon had a hole. The insufflation bulb was received. The obturator was received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.